Event description:
During a laparoscopic removal of the ovarian cyst the first ez35 it jammed right out of the package. The second ez35 the cartridge fell out into the patient and it was retreived. The third ez35 could not be reloaded. The fourth instrument was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D6: device was not returned for eval.